Manufacturer narrative:
B5; correction to ed; a valiant captivia stent graft was implanted in the endovascular treatment of a 63mm thoracic aortic aneurysm. B5; additional information received; it was reported that the arch blood vessel prosthesis implantation was performed. The stent graft and artificial blood vessel were sutured together and the treatment was completed without any problems product analysis conclusion; the reported dissection could not be confirmed on the films provided; therefore, the cause of the event could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 63mm abdominal aortic aneurysm. A non mdt stent was implanted into the descending aorta while the valiant captiva stent graft was implanted directly under the left subclavian artery. After coil embolization was performed on the left subclavian artery (lsa), the procedure was completed without endoleak. 2 days later a CT was performed which showed there was a dissection on the ascending aorta. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.